Event description:
A hospital in another country reported to us that an rt105 adult breathing circuit did not pass the pressure and leak test on the ventilator. According to the report, the leak was found at the cap of the water trap on the expiratory limb. The cap of the water trap had to be tightened a few times and the leaking stopped. No patient harm was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in USA but it is similar to a breathing circuit which is sold in the USA. Method: the actual device involved in the incident was evaluated. Performance tests were performed. Results: the performance test concluded no leaks were found. Conclusions: the water trap was not tightened by the user. All connections must be tightened prior to use as indicated on the user instruction. User error contributed to event.